Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which it was noted that the connecting tube of the cylinder and pump had a crack; therefore, both components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. During visual examination it was noted that cylinder 1 had three holes in its proximal end consistent with explant damage. Cylinder 2 had holes on its proximal end consistent with explant damage and had tool marks. Both cylinders passed the leak test. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the kink resistant tubing (krt) had a hole from fatigue at its junction and did not pass the leakage test. The pump passed functional inspection. Based on the information available and analysis results, the fluid leak identified in the krt of the pump could have caused or contributed to the reported clinical observation of a crack in the connecting tube of the cylinder and pump; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed during which it was noted that the connecting tube of the cylinder and pump had a crack; therefore, both components were removed and replaced. There were no patient complications reported.